Manufacturer narrative:
Literature citation: abhishek julka, md, stephen r. Tolhurst, md, ramesh c. Srinivasan, md, and gregory p. Graziano, md ¿functional outcomes and height restoration for patients with multiple myeloma-related osteolytic vertebral compression fractures treated with kyphoplasty.¿ mean age: 64.3 years; sex: male: 18, female: 14. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature that for 32 consecutive patients who underwent kyphoplasty at a total of 76 levels for myelomatous vertebral compression fractures were identified. Sixteen fractures were at the thoracolumbar junction. Cement extravasation into the prevertebral and lumbar veins was identified in 3 patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.